Manufacturer narrative:
Further information concerning this report is needed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had shortness of breath and noted to have low energy. Further, patient had atrial fibrillation (af). Atrial lead was under sensing and threshold difficult to determine due to right atrial (ra) lead dislodgement. The physician advised patient for admission to check a necessary intervention for the patient to undergo. No adverse patient effects were reported. This ra lead remains in service.